Event description:
It was reported that the epg (external pulse generator) was returned for repair. The condition was found during testing by the biomedical engineer, so there was no patient involvement associated with this event. The device subsequently tested out of specification during manufacturer's analysis. Additional information was later received reporting the device had been returned for repair due to case damage.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and analysis found that the battery drawer was broken. It was also noted that the battery release and lead flex cover was contaminated, the ring cover and two side bail covers were broken, the upper and lower cases were broken and the ring and two side bails were missing.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and analysis found that the battery drawer was broken. It was also noted that the battery release and lead flex cover were contaminated, the ring cover and two side bail covers were broken, the upper and lower cases were broken, and the ring and two side bails were missing.

Event description:
It was reported that the device was returned for repair. The condition was found during biomed testing, so there was no patient involvement associated with this event.